Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead were exhibiting high shocking impedance measurements greater than 125 ohms. Isometrics were performed and the out of range measurement was unable to be reproduced. Pocket manipulations were also performed and were able to create a small amount of noise on the shock channel, but nothing significant. The proximal coil was removed from configuration and shock impedance increased from 48 to 79 ohms. An x-ray planned to be performed. It was reported the patient was doing heavy lifting on the day of the out of range measurement.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that the physician decided not to perform an x-ray at this time. Follow-up appointments have been increased and there are no plans for invasive intervention at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately three months later we received additional information that the high shock impedances had returned. A small amount of noise could be generated on the shock channel with isometrics. There were no issues with intrinsic sensing and the out of range measurement could not be recreated with pocket manipulations. A revision procedure took place and the device and lead were explanted. It was noted that the terminal pins were inserted correctly into the device header. The physician elected to replace the system to rule out a possible malfunction with both the device and lead. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the complete lead was performed. Set screw marks were noted on all terminal connectors. The lead body was twisted in a clockwise pattern from the yoke to the distal tip. An x-ray revealed the rate/sense coils were twisted underneath the area of is-1 terminal ring. The twist was most likely a result of over-torque of the helix mechanism. This damage likely occurred at the explant. The distal shocking coil was also separated from medical adhesive (ma) bonding at the proximal end and ma was noted. There was a cut in the insulation at 19.5 cm from the is-1 pin which was likely to due removal of suture sleeve. Additionally, there was a cut found on the suture sleeve. Electrically, the lead was found to be within specification and laboratory testing was unable to reproduce the reported clinical observations.